Manufacturer narrative:
Concomitant product: dtba1d1 crtd, implanted: (B)(6) 2014. Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient's device system was explanted due to a systemic infection. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.